Event description:
During attempted intubation, laryngoscope light flickered and went out. A laryngoscope consists of two pieces: one handle plus one "blade". They may be from different manufacturers, as there is interchangeability between brands. In this case, the laryngoscope consisted of a handle supplied by truphatek and a blade supplied by sunmed. (B)(4) (registered repacker/relabeler) is a distributor of the involved devices. We are filing two reports about this incident, one pertaining to each of the two components. For additional info, please contact me, (B)(6).